Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump was missing the address serial label missing and the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had the drive support cap sticking out. The customer's blood glucose was unknown. The customer also stated the pump alarmed motor error, declined troubleshooting. The customer will return pump for analysis.